Manufacturer narrative:
Unit received with missing display window cover, minor scratched lcd window, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked and the retainer ring was missing. Customer's blood glucose was 9.7 mmol/l. Insulin pump would need to be replaced.